Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the plastic pad from the passive jaw dropped into the patient's abdomen during the open operation without any noticeable contact with other instruments. The pad was removed. It was not reported how the procedure was completed.